Event description:
It was reported that an asymptomatic patient presented for device change out for normal eri. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Programming changes were made and the lead remains implanted. Patient continued with routine follow ups.